Event description:
Procedure performed: laparoscopic umbilical hernia with mesh. Event description: the trocar fell apart while in the patient. Product is available for return. Additional information received on 04aug2022 via email from user facility: the black cap portion fell off the end of the trocar. They opened another trocar to finish the case. No patient injury occurred, the patient was anesthetized during the time of the event. Additional information received on 09aug2022 via email from user facility: the shield and septum fell into the patient. All pieces were retrieved from the patient. Grasper was being used at the time of the incident. Tacker, grasper and scope were used prior to the incident. No internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: they opened another trocar to finish the case. Patient status: no patient injury occurred, the patient was anesthetized during the time of the event.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic umbilical hernia with mesh. Event description: the trocar fell apart while in the patient. Product is available for return. Additional information received on 04aug2022 via email from user facility: the black cap portion fell off the end of the trocar. They opened another trocar to finish the case. No patient injury occurred, the patient was anesthetized during the time of the event. Additional information received on 09aug2022 via email from user facility: the shield and septum fell into the patient. All pieces were retrieved from the patient. Grasper was being used at the time of the incident. Tacker, grasper and scope were used prior to the incident. No internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: they opened another trocar to finish the case. Patient status: no patient injury occurred, the patient was anesthetized during the time of the event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black rubber component. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The detached black component was identified as the duckbill, an internal rubber component of the seal. Based on the condition of the returned unit, it is possible that the dislodged duckbill was caused by non-axial insertion or removal of an instrument through the trocar. It is also possible that an instrument with opened jaws exerted force on the duckbill, which caused the dislodgement. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.